Manufacturer narrative:
Fge catheter, biliary, diagnostic

Event description:
Lang et al 2018 ¿eus-guided drainage of peripancreatic fluid collections with lumen-apposing metal stents and plastic double-pigtail stents: comparison of efficacy and adverse event rates¿ a 19 gauge access needle (cook medical, winston-salem, nc) was introduced into the ppfc, and a long .035-inch guidewire was then advanced into the collection and coiled under fluoroscopic guidance. The needle was subsequently removed. After dilation, either dppss (7f or 10f; cook medical) or lamss (axios; boston scientific, marlborough, mass) were deployed. The performing physician determined the number of dppss placed, size of lams (10 or 15 mm), debridement on the initial endoscopy, balloon dilatation of the lams, and whether or not a dpps was placed through the lams. If a dpps was placed through a lams, a 7f or 10f dpps was placed over-the-wire under endoscopic and fluoroscopic guidance into the collection with the internal pigtail inside the collection and the external pigtail in the lumen of the stomach or duodenum. 103 patients were included in the final analysis. The mean age of patients was 51.6 years (range, 18-76). There were 62 men (60%) and 41 women (40%). Among the 84 patients treated with dppss, 70 (83%) had pseudocysts and 14 (17%) had won. One perforation occurred in the dpps group. This was treated surgically, with over-sewing of the gastric perforation. The patient had a surgical cyst-gastrostomy performed and recovered well. There were 8 unplanned endoscopic procedures (10%, 1 early and 7 late) in the dpps group. The bleeding episode in the dpps group was secondary to a plastic stent erosion into the opposite gastric wall. An egd was performed, and a visible vessel was treated with cautery for durable hemostasis and the stent repositioned. This occurred 30 days after cyst-gastrostomy. Off label use as double pigtail stents were placed in pancreatic indication"